Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned for analysis in three pieces. Insulation degradation was found at 7.4 cm from the connector pin and at 2.2 cm, 6.1 cm, 6.8 cm, and 7.5 cm from the distal tip. All other damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.